Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive, unusual and/or awkward movement and /or activity." Number 15 states, "postoperative bone fracture and pain." Number 29 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)." Number 32 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04388 / 04390).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised due to migration of the cup and pain on (B)(6), 2015. During the procedure, significant grey degenerated tissue was found and aseptic lymphocyte-dominated vasculitis associated lesion was suspected. It was further noted that the bone did not adhere to the cup. The head and cup were removed and replaced.